Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the code and found the pcb motor controller board failed due to some kind of liquid getting on it. To address the issue the stm replaced the pcb motor controller board. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) alarmed electrical test fails # 50 (motor speed out of specification). Fault code # 45 / 57 / 62 /2 / 1 recorded in logs. There was no patient involvement and no adverse event was reported.